Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat an in-stent restenosis in the proximal right coronary artery (rca) with moderate tortuosity. The 4.5x20 mm nc trek balloon dilatation catheter (bdc) was used to dilate the lesion and was inflated three times to 12 atmospheres (atm). Upon deflation, there was difficulty retracting the balloon into the guide catheter. The balloon was deflating slowly. Negative was held for about 10 seconds. The balloon was removed successfully without losing wire position and the procedure was complete. There were no adverse patient effects and there was no clinically significant delay in the procedure. Upon inspection outside the anatomy the physician stated the balloon was not fully deflated; however, the balloon was inflated and deflated several times without issue. No additional information was provided.